Event description:
Hcp reported the pt wasn't getting any drug and was in withdrawal, hcp reported complications with the catheter. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.